Event description:
It was reported that the handpiece overheated during an orthopaedic procedure. The case was completed successfully with a backup device. There were no adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with blade mount assembly, front housing, and rotor bearings, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.